Manufacturer narrative:
A thorough investigation of the root cause to microcuvette batch measuring outside product specification has been made and cause identified.

Manufacturer narrative:
A thorough investigation of the root cause to individual microcuvettes generating false too high results has been made. Contributing causes to the deviating results have been found but the extent of the problem as experienced by the customer could not be fully confirmed/repeated.

Manufacturer narrative:
A thorough investigation of the root cause is still ongoing.

Event description:
Hemocue has received a complaint concerning the deviating blood glucose result for the patient in nicu. Hemocue analyzer measured 60 mg/dl on the capillary heel stick sample. Lab method, siemens 1800, gave the result less than 10 mg/dl. No patient impact has been reported.